Event description:
The customer contacted heartsine to report that their pad-pak is defective. A failure of the pad-pak may prevent the device turning on, which may delay or prevent defibrillation therapy, should the device be used in a patient involved event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their pad-pak is defective. A failure of the pad-pak may prevent the device turning on, which may delay or prevent defibrillation therapy, should the device be used in a patient involved event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.